Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unusual periods") and migraine ("severe migraines"). The patient was treated with surgery (underwent bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstruation irregular and migraine outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils properly placed and tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, ovarian cyst, uterine fibroids, vaginal odor, vaginal discharge and vaginitis bacterial. Concomitant products included alprazolam (xanax), clarithromycin (macrobid) and valaciclovir hydrochloride (valtrex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unusual periods"), migraine ("severe migraines"), dysmenorrhoea ("cramping"), gastrointestinal disorder ("gastrointestinal disorder") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (underwent bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstruation irregular, migraine, dysmenorrhoea, abdominal pain, gastrointestinal disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menstruation irregular, migraine, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure coils properly placed and tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding') in a female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, ovarian cyst, uterine fibroids, vaginal odor, vaginal discharge and vaginitis bacterial. Concomitant products included alprazolam (xanax), clarithromycin (macrobid) and valaciclovir hydrochloride (valtrex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unusual periods"), migraine ("severe migraines"), dysmenorrhoea ("cramping"), gastrointestinal disorder ("gastrointestinal disorder") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (underwent bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstruation irregular, migraine, dysmenorrhoea, abdominal pain, gastrointestinal disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menstruation irregular, migraine, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure coils properly placed and tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs and mr received : events added- abdominal pain, gastrointestinal disorder, urinary tract infections, cramping. Reporter added, lot number added, patient demographic added, essure insertion date updated , events onset date, concomitant drug, medical history added. On 20-nov-2019: no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unusual periods") and migraine ("severe migraines"). The patient was treated with surgery (underwent bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstruation irregular and migraine outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils properly placed and tubes occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.